Event description:
The customer's mother reported that there were several calibration error alerts and then the sensor stopped working. The patient's blood glucose reading was 226 mg/dl. The customer treated herself with a bolus and food. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.